Event description:
The facility reported a pump that turns itself off. This problem occurred during biomed testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary:the reported condition of a pump which shuts itself off was confirmed during product evaluation. This failure was caused by low voltage from battery power. The problem was corrected by replacing the user interface module printed circuit board and the main batteries.